Event description:
It was reported to technical services on (B)(6) 2012 that this IV lead had noise on a egm. Ts advised this appears to be muscle artifact. Ts advised all lead diagnostics on dm and from last check in (B)(6) 2011 are nml/stable ts also noted no other episodes of noise on stored egrams in al. Ts advised caller this appears to be a "one-off" epoisode. Can either bring the patient in for further evaluation or monitor more frequently on latitude. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).